Event description:
Event description cpi received information that this implantable pulse generator (ipg) system, was exhibiting loss of capture and a lead impedance of greater than 1500 ohms. An invasive procedure was performed to evaluate the system. The ventricular lead, model 4285, was found fully inserted but the proximal setscrew could not be tightened down. The ipg was explanted and a new ipg was implanted. Implant date-7/12/96 explant date-8/1/96 total implant time-21 days.